Event description:
It was reported by a company representative that during a procedure, the tissue in the patient's shoulder was not able to handle the pressure from the unit. Further, the account tried three different pump units and two different types of tubing while using the cannula unit. The unit was intact and the flow of water was tight in the joint. The account had to cancel the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.